Manufacturer narrative:
Received two (2) used 011-mc3316 ext set smallbore bifuse w/2 clave for inspection. One (1) of the microclaves on one set had fluid inside of the housing, indicative of internal leakage. Each set was leak tested per product specifications. There was leakage from one (1) of the sets from the microclave. The internal seal was found to have excessive tearing that propagated to the side wall. The reported complaint of leakage can be confirmed due to the torn seal. The probable cause of the torn seal is due to access with an incompatible mating device. The directions for use states: the clave / microclave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
E1: initial reporter phone number: (B)(6). The area code was not provided and not assumed.

Event description:
A complaint was received regarding a 6" (15cm) appx 0.33ml, smallbore bifuse ext set w/2 microclave® clear, 3 clamps, rotating luer that experienced crack and leakage. This is report 1 of 2 for the known date of (B)(6) 2025. The reporter stated that " the adult general ICU at bristol royal infirmary use the 6 inch (15cm) smallbore bifuse extension sets with 2 microclave clear adaptors and 3 clamps with rotating luer lock product ref 011-mc-3316. They have had x2 of these adaptors cracked and leaking below the microclave adaptor at the actual lumen of the line- these were new adaptors and found to be leaking reported to mhra this evening as x2 failed adaptors found in the last week- batch number /lot 14153009. This is a high-risk event as an ICU we administer life preserving and saving medications through these adaptors and it is very unusual to have had two adaptors fail at the same point in the last week ¿. Update: the incident happened on (B)(6) 2025. This is a high-risk with the connectors as critical medications not administered- due to a split in the material. There was a patient involvement but no patient harm but potential for life saving medications to leak out and not be administered.